Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pt has been complaining of a pain on the left side since implant of the pacemaker system. The right ventricular lead has exhibited a high threshold measurement of 6.5 volts at 0.4 ms since implant. Capture was noted in bipolar configuration, however there was loss of capture in unipolar when thresholds were set to 6.5 volts at 1.0 ms. Impedance measurements were stable at 680 ohms. There is concern over a possible perforation. No additional adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.